Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The pump alarmed "occlusion patient side" and stopped infusing during a high dose of epinephrine on a hemodynamically unstable patient. The patient's blood pressure became more unstable for a few minutes. The IV set was checked and found to be patent. A new epinephrine drip was started on another module to stabilize the patient.